Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 09/04/2009, the lay-user/patient contacted lifescan alleging that a one touch ultralink meter read inaccurately high. The pt tests his blood glucose 4-8 times a day. He manages his diabetes with novolog insulin taken via an insulin pump. The pt indicated that the alleged meter issue started in the morning of some days prior to the call. He reported a result of "143 mg/dl" obtained in the morning and "113 mg/dl" obtained during the mid-morning. The pt was unable to recall what his pre-lunch meter reading was. However, he mentioned that he took a bolus dose of novolog insulin based on the meter reading and then ate dinner as usual. After eating lunch, the pt "dozed off." Around 5:00-7:00 pm, the pt claimed that he woke up in a state of panic since his wife was "frantically" calling the paramedics. The pt claimed that he must have "passed out" and was "unconscious" for some time before he woke up. The pt administered self-treatment by consuming 6 glucose tablets. When the paramedics arrived, they tested the pt's blood glucose using an unidentified device and got a result of "49 mg/dl." The pt stated that his blood glucose must have been in the "20's" before the paramedics arrived. He admitted that he did not test his blood glucose when he was symptomatic, or when the paramedics arrived. The paramedics treated the pt with IV glucose. The pt alleged that he must have taken too much insulin or exercised too much prior to passing out. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. He performed a control solution test that passed. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he lost consciousness and received IV glucose from paramedics after the alleged meter issue began.